Event description:
Customer's wife tested herself, reported blood glucose results of 67 mg/dl and 287 mg/dl within 10 minutes on the active system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.